Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump sounded a constant tone and experienced a keypad anomaly during a battery replacement. The blood glucose reading was 57 mg/dl. The customer stated that after a battery change that the insulin pump got stuck and could not garner any response from the buttons. No significant events leading to the issue was observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. No audio anomalies or alarms were noted. No damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.